Event description:
As reported by the edwards field clinical specialist, during closure of the apical access site the sutures pulled through the left ventricle apex and the apex could not be closed. The patient was placed on cardiopulmonary bypass to decompress the heart while attempts were made to place additional sutures to close the access site. However, hemostasis still could not be achieved. The patient was converted to open heart surgery to repair the apex. Following successful closure of the apex, the patient was transferred to the intensive care unit in stable condition. The patient was reported to be extubated and doing well the next day.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device dysfunction. Per the instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include catheter site bleeding which may require intervention and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures. The majority of apical bleeding complications/ventricle ruptures are related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. In addition, according to the available literature, there is a higher incidence of apical bleeding from female patients and patients aged over 80 years. Furthermore, the literature also reports that friable tissue may predispose this patient population to the development of apical access site complications. In this case, it was reported that the apical bleeding was caused by a suture pulling through the apex during closure of the access site. In addition, the patient's age ((B)(6)) and gender (female) put her at increased risk to experience apical access site complication. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.